Manufacturer narrative:
Part details switched to better reflect nature of event. (B)(4).

Event description:
It was reported that revision surgery was performed following a fall and displace subcapital fracture.